Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion" customer statement: "on (B)(6)2022, the nursing team (neonatal ICU) identified that the pump was programmed to infuse 24ml/24h (or 1ml/h), however after 2h30min the total infusion had been 33ml."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.